Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, there was a door failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) #, section d medical device model #. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 on the auxiliary cabinet was stuck and not opening. A field service engineer had the customer to access the recovery screen and initiate recovery while fse assisted by gently pulling on the drawer to get it open. Once opened, logged into the application and accessed the storage space configuration, the fse attempted to run the acceptance test, but since it was a legacy half-height drawer, the test failed to register the drawer as closed, despite the sensors indicating it was. Verified in diagnostics that the position sensor was functioning correctly, and all cubie pockets could be ejected and their lids opened without issue. The drawer was tested thoroughly in diagnostics, including opening, closing, and ejecting cubie lids. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, there was a door failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.